Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included functional testing without duplicating the malfunction. It was observed at zoll that the device was beeping and would not power on. The lithium coin was determined to be the cause, however, the customer could not confirm this was what they reported. Investigation closed as no fault found. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device powered on without display. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.